Event description:
The olympus representative reported on behalf of the customer when the evis lucera elite duodenovideoscope and single use distal cover were being removed at the end of the procedure, the cover had fallen off inside the patients oral cavity. It is unknown at what point it was dropped. The procedure was completed with the same set of equipment and the patient was unaffected. The device was inspected before use and was ok. This medwatch is related to patient identifier (B)(6) / single use distal cover sn: (B)(6).

Manufacturer narrative:
The device was not returned for analysis. Therefore the customers allegation could not be confirmed. Review of the device history record (DHR) of the subject device confirmed that the device was shipped in accordance with specifications. It has been 7 months since the subject device was manufactured. Based on the information available, it is not possible to identify the root cause of the reported event. However, it is likely the defective item was caused by external factors or handling of the device. The distal end cover could have fallen off by the friction with esophagus or throat when the scope was withdrawing. The attachment to the scope could have been insufficient causing the cover to easily come off. When the anti-fog solution adheres to the distal end cover it can cause damage to the cover, including cracks. This deterioration can cause the cover to fall off due to stress applied to the scope. It is recommended to handle the device in accordance with the instructions for use. Olympus will continue to monitor the field performance of this device.